Manufacturer narrative:
(B)(4).

Event description:
This pt, who is part of a covidien study, had a discectomy and decompressive procedure to repair the herniated disc at l5/s1 on (B)(6) 2013. The procedure resulted in an incidental durotomy, which was not sutured. Duragen was placed over the durotomy, and the area was then sealed with duraseal. On (B)(6) 2013 (post-op day 23), the subject was admitted to the hospital with complaints of headache, pain and fullness over the surgical site. The subject was taken to the operating room for dural repair and drain placement. On (B)(6) 2013, a pseudomeningocele was found on MRI. On (B)(6), the subject was returned to the operating room, where the pseudomeningocele was confirmed and repaired. The principal investigator categorized this as possibly related to duraseal.